Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 457 mg/dl. Customer treated for high blood glucose using insulin pump-bolus wizard, 11.2 units. Customer reported insulin flow block alarm and was kicked out of auto mode as it was requiring his blood glucose also auto mode status screen shows auto mode turned off. The devices will not be returned for analysis.